Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the cable passed visual inspection as there was no physical damage observed. The cable passed continuity testing, however, the cable eeprom contents were found to be corrupted. When the cable was tested with known good lab equipment, a "replace cable" error message was displayed.

Event description:
It was reported that the led was on, but there was no reading while it was attached to the simulator. The cable works intermittently, then goes off while attached to the simulator. The product indicates "searching for pulse" while not attached to anything. Customer confirmed that the monitor would display values, and then suddenly display no values. It is unknown if an error message/audible alarm occurred when the issue occurred. No known impact or consequence to patient.